Event description:
On 2/2/2023, it was reported by a sales representative via email that an ar-3641sp self-punching knotless 2.6 fibertak repair stitch pulled out of anchor body. This was discovered during a shoulder scope with rotator cuff repair procedure on (B)(6) 2023. Additional information received on 2/3/2023: case was completed using an ar-1927bcf-3 5.5 mm biocomposite corkscrew ft tripleplay.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to misuse/mishandling during use. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending.